Event description:
Information was received that a smiths medical cadd prizm vip pump had an error code of 10037. No patient injury resulted.

Manufacturer narrative:
One infusion pump was returned for evaluation. Upon visual inspection, the pump was found to be missing the battery door. The device underwent motor current testing, and the device passed. The reported complaint was unable to be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.